Event description:
It was reported that (2) devices were used during a gastrectomy. It was reported by the affiliate that the trt75 cartridge reload did not fire the staples with the device. Another cartridge was used to complete the case. There was no consequence to the pt.